Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Reportedly the customer will run the pump for basal but give manual injections. Customers blood glucose was 320 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.